Manufacturer narrative:
The insulin pump was received with unresponsive act, escape and arrow buttons due to flattened button dome switches. No unlock j2 lcd keypad connector noted. The insulin pump passed idle current test. Unable to perform run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to button keypad anomaly. The insulin pump had minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that the insulin pump's buttons were not working well. Customer's blood glucose level was 400 mg/dl. The time does advance. Troubleshooting was declined. The customer had been off the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.